Event description:
It was reported: "I had my right knee replaced on (B)(6) 2025. On (B)(6) 2025 I was back in the hospital for surgery to cleanse my infected knee. I was in the hospital for 7 days. I was on IV antibiotics and was sent home with infusion therapy for six more weeks. When I had the port removed I developed a blood clot in my arm where the port was placed. This has effected my life negatively is so many ways. I still have to have weekly blood tests done and am on antibiotics orally for the next six months. I just this past week was given the go ahead to drive. I am extremely disappointed and discouraged with what was suppose to improve my life and instead I have been living a nightmare. "